Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.the dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported an adhesive issue with an adc device and sensor detached while on the same day of wear. A replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms described as feeling lethargic, headaches, dizziness, vomiting and was unable to self-treat. The customer received third-party intervention who provided gatorade (5 ml) and also had contact with a healthcare professional who provided tylenol (7.5 ml) as treatment for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.